Event description:
The customer contacted verathon inc. Regarding a glidescope cobalt video baton 1-2 baton lights that are not functioning. The device was returned for further evaluation. No injury to patient was reported.

Manufacturer narrative:
Service received the device for further evalaution. Service confirmed the reported incident and a replacement device will be sent to the customer.